Event description:
The user stated the doctors were complaining about high calcium results that were reported outside the laboratory for patient samples from the integra 800 serial number (B)(4). Repeat testing was performed on (B)(6) 2010 after recalibration of the assay. Of the data provided, the results for 7 patient samples were discrepant. All results are in mg/dl. Patient sample 1 initial result was 10.0, repeat result was 8.9. Patient sample 2 initial result was 11.5 with a data flag, repeat result was 9.6. Patient sample 3 initial result was 11.3 with a data flag, repeat result was 9.2. Patient sample 4 initial result was 12.1 with a data flag, repeat result was 10.2. Patient sample 5 initial result was 10.2, repeat result was 9.1. Patient sample 6 initial result was 10.0, repeat result was 8.7 with a data flag. Patient sample 7 initial result was 9.7, repeat result was 8.8 with a data flag. The user performed precision testing using quality control material tested 20 times and received discrepant results. Quality control level 1 results were in the range of 8.9 to 10.2. Quality control level 2 results were in the range of 12.9 to 14.9. The erroneous results for patient samples 5 through 7 were not reported outside the laboratory. None of the patients were adversely affected. The user declined a service visit as the issue was resolved by using a new lot of reagent.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.